Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient's stimulation was in the chest area and he needed it elsewhere. Patient stated it has been like this for a while however not sure how long. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause was that device needed reprogramming. It was reprogrammed on (B)(6) 2019 and the chest stimulation has been resolved. No further complications were reported/anticipated.